Event description:
It was reported that the device migrated under the ribs. The device will be removed in cardiac surgery. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The provided pictures were analyzed. The analysis revealed a migration of the device, as mentioned in the complaint description. Should additional relevant information or the device itself become available, the investigation will be updated.